Event description:
It was reported that the patient experienced hypoglycemia and seizure for which glucagon was administered.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has a conducted a review of the device history record for his pump and it was operating within required specifications at the time of release. The pump delivery history was reviewed with the patient's mother. The history indicated that the patient was incorrectly entering her blood sugar reading into the pump bolus calculator instead of a carbohydrate value. The patient has continued to use the pump with no reported subsequent events.